Event description:
Reporter alleged blood glucose measured 490 mg/dl at 2:52 pm back to back with a result of 155 mg/dl performed at 2:54 pm. It was stated customer had taken normal medications at 8 am and glucose was tested at 10:13 am to be 125 mg/dl and at 10:52 am to be 160 mg/dl so customer had lunch at noon. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.